Manufacturer narrative:
No report of patient involvement. A ge healthcare field engineer performed a checkout of the equipment and confirmed the reported complaint. The caster was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had a broken caster. There was no report of patient involvement.